Manufacturer narrative:
Continuation of concomitant products: 6940-52 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that all the impedances were out of range for the right ventricular (rv) lead. The rv coil, svc coil, and pacing impedances were all high and undefined. It was noted that no intervention was done as the patient was placed in hospice care. The rv lead remains in use. No patient complications have been reported as a result of this event.